Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Received medical records 26 feb 2018. The patient underwent revision surgery to the right knee due to tibial base loosening at the cement to implant interface and pain. Unknown cement manufacturer. Competitor products were implanted during the revision. The records indicate the patient underwent manipulation under anesthesia on (B)(6) 2015 due to stiffness. Doi: (B)(6) 2015 dor: (B)(6) 2016 right knee.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.